Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised low o2 at 45 percent with no yellow light or alarm. Dealer advised rental unit.